Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. After further review, it was determined that there is additional allegation of chest pains, headaches, difficulty breathing/short of breath. In addition, the manufacturer received new and relevant information on (B)(6) 2022 alleging the patient has lung cancer. Section a.3. Has been updated to reflect male section b.1. Has been updated to reflect adverse event section b.2. Has been updated to reflect other serious or important medical events section h.1. Has been updated to reflect serious injury section h.6. Has been updated to reflect the appropriate coding.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received informationreported using an ozone based disinfection device.related to CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on may 13, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information reported using an ozone-based disinfection device. Related to the CPAP device's sound abatement foam. Also alleged are chest pains, headaches, difficulty breathing or being short of breath, and lung cancer. After further review, it was determined that there is an additional allegation of kidney disease or toxicity, cancer, lung issues, and copd.  Section h6 health effects: clinical codes has been updated in this report.